Event description:
Device diagnostic testing at office visit resulted in lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that device diagnostic testing performed approx nine months prior was within normal limits, indicating proper device function at that time. The pt no longer feels device stimulation and reported that one of his children had recently fallen on him, possibly causing damage the ncp system. Treating physician suspects a lead discontinuity and revision surgery is planned; however, the physician indicated that the pt may not have room left on his left vagus nerve since he had several leads already.